Manufacturer narrative:
Concomitant medical product: product ID: 3531, product type: external neurostimulator. (B)(4).

Event description:
The trial patient reported an error code. Code 59 was reported. The patient reports the following screen on the controller: settings not available. Decreasing amplitude to 0.0 ma and try to increase amplitude to effect (to 7 ma) does not resolve this message. The patient was only able to increase amplitude to 0.1 before seeing screen 59 again. The trial started on (B)(6) 2015. Symptoms reported were none. Event date was (B)(6) 2015. Additional information received from the healthcare provider reports the cause of the programmer screen 59 was lead migrated due to the patient pulling it out. Patient will be set up full implant.